Event description:
On (B)(6) 2012, the patient reported that on an unknown date he was found unconscious and was provided with oral carbohydrates "until he woke up." The patient was unable to recall the date of the event or any blood glucose (bg) readings. The patient said that he resumed pump therapy after the event. The patient stated that when he replaces the cartridge and infusion set he always remains connected during the rewind, load, and prime steps. He confirmed that he does not hold down the okay button down for the prime step; he stated that he primes about 1 unit at a time, about 4 or 5 times. Customer technical support (cts) explained that he may receive inadvertent insulin delivery by remaining connected during the prime step. The patient also revealed that sometimes his bg is elevated (as high as 400mg/dl without signs or symptoms of hyperglycemia) and said that now he understands why that might happen if the tubing is not completely filled. The patient acknowledged that he understands the process after cts explained the reason for priming and instructed him how to rewind, load, and prime safely. This complaint is being reported based on the conclusion that the patient accidentally delivered insulin when he primed the pump while attached to the infusion set, and suffered an adverse event as the result.

Manufacturer narrative:
There is no allegation of device malfunction or defect. Use error was determined to be the cause of the adverse event. At this time, the pump is not expected for return to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: testing was unable to investigate due to the pump powering on with the display remaining blank . Pump was opened and the display screen was observed to be cracked. However, based on the conclusion that the patient accidentally delivered insulin when he primed the pump while attached to the infusion set, use error can be considered a contributing factor to this event.